Manufacturer narrative:
The investigation for the reported low flow issue has been completed. The low flow complaint was confirmed. A review of the device logs found: data showed about 30 minutes into the case, the flow decreased gradually to 1.5 l/min that triggered auto suction response and suction alarms. The low flow remained to the rest of the case. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the hemolysis and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited low flow, volume was administered to the patient. The position of the device was confirmed to be acceptable, however, to try and resolve this issue the physician decided to try and reposition the device. No improvement in flows, so the physician decided to explant the impella cp. Additional information noted that the procedure was not successful, and the patient died.